Manufacturer narrative:
Section d catalog number was corrected. UDI was corrected.

Manufacturer narrative:
Coding was updated based on review of information. 'Device in wrong position' (a150202) was added. 'Peri-procedural adverse event' (a24) was removed.

Manufacturer narrative:
D4. Serial and primary UDI number. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an eighty-four-year-old male was admitted for elective transvacuolar aortic valve replacement. During balloon valvuloplasty, the patient decompensated due to an acute occlusion of the right coronary artery and an impella cp was placed. Post procedure, the patient suffered multiple episodes of ventricular tachycardia. Due to the poor prognosis of the underlying disease, care was withdrawn and the patient expired. Death was most likely to be caused by the underlying disease. The patient subsequently expired.